Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that fifteen out of sixteen contacts of the patients upper leads have high impedances. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead 50cm.

Event description:
A report was received that fifteen out of sixteen contacts of the patients upper leads have high impedances. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was experiencing no pain relief due to high impedances on the patients leads.

Event description:
A report was received that fifteen out of sixteen contacts of the patient's upper leads have high impedances. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Event description:
A report was received that fifteen out of sixteen contacts of the patients upper leads have high impedances. The patient will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and the patient was doing well postoperatively. Model number/catalog number: sc-2218-70 serial number: (B)(4) batch/lot number: 2000003986/15720016 model/catalog description: linear st lead kit 70 cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.